Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that noise resulting in pacing inhibition, likely due to sub clavicular crush was suspected on both the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were explanted and replaced.

Event description:
New information received also notes a fracture of the right atrial (ra) and right ventricular (rv) leads was suspected.